Event description:
It was reported that during a dialysis catheter placement procedure, the back of the catheter (near the skin side) was allegedly whitish in color. It was further reported that the outside of the catheter was smooth. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. Four photos were provided for review. The photos show a partial view of the catheter implanted into the patient in which both lumens have opacification, kink can be noted on the venous lumen. Page -2 shows a partial view of the catheter implanted into the patient, both lumens have blood. Opacification can be noted in both the lumens near the joint area. Page -3 shows a partial view of the catheter implanted into the patient, both lumens have blood. Opacification can be noted in both the lumens near the joint area. Therefore, the investigation is confirmed for the reported opacification and the deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the back of the catheter (near the skin side) was allegedly whitish in color. It was further reported that the outside of the catheter was smooth. There was no reported patient injury.